Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for non-malignant pain. The pump contained an unknown brand of morphine with an unknown concentration and dose. It was reported by a family member on (B)(6) 2016 that the patient had an 8286 error code on their personal therapy manager (ptm). The family member stated the refill date was (B)(6) 2016, and the patient had gone to the out-patient hospital because they wanted to check the machine. They increased the patient¿s pain medication because the patient had a high pain tolerance. The family member stated the clinic though the pump had been filled at the procedure. It was unknown if the patient recently had a refill. The family member was going to call back to the clinic and let them know the code was meaning the reservoir was empty, and they would schedule a fill. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.